Event description:
The micro sagittal saw was returned for service. Upon evaluation at the manufacturer, it was found to run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, the motor assembly was confirmed to be from non-stryker repairs. The presence of non-stryker repair work could cause or contribute to the handpiece running without user activation.